Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's blood glucose level was unknown. It was reported that the customer was reciving a motor error alarm on his insulin pump. Troubleshooting could not be performed because customer was not present to do so. The customer's mother stated that she would call back later. Nothing further reported.